Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the power handle was observed pre-op/preparing for use and would not light up the screen. Additionally, the handle would not retain charge and turned off after 5 minutes. There was no patient involved. Medtronic's evaluation found that the handle was running v29.4 software at the time of the fpga reset/reprogram failures.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. After removing the handle from the charger, the handle did not initialize. The cell voltage was found to be out of range. This shows the battery had been in the cell under voltage (cuv) state and was permanently disabled by the bq battery management system. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the power handle was observed pre-op/preparing for use and would not light up the screen. Additionally, the handle would not retain a charge and turn off after five minutes. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.